Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod completed both priming sequences before being deactivated by user during operation due to an 0x42 alarm. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended and contributing to the 0x42 alarm. Inspection of the drive mechanism found contamination on the commutator cap. This contamination contributed to the rotational sensor malfunction that prevented the needle mechanism from deploying as intended.

Event description:
It was reported by the patient that the cannula was not visible indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.